Event description:
It was reported that during treatment with a prismaflex m100, an external fluid leak was observed from the drain bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned for evaluation, however, the drain bags in the prismaflex sets are provided by a supplier. The supplier has been notified of the reported leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.